Event description:
During a lap assisted sigmoidectomy procedure, after a cs29 stapler had been closed onto tissue, the device could not be fired via the intelligent delivery system, curved (idrivec). The idrivec indicated that the cs29 was in firing range, but the anvil was not in range. Attempts to open the cs29 via repeated presses of the open button of the idrivec were unsuccessful. The cs29 was subsequently excised from the body, and the procedure was completed by means of another device.

Manufacturer narrative:
Both the idrivec and the cs29 were returned and analyzed. Each one performed according to specifications. The idrivec software has since been upgraded to allow the device to be opened. Eval summary: cs29 fired without incident. Staple formation was acceptable and the knife transected fully. Idrivec calibrated normally, opened fully, closed for firing range and fired acceptable staples into 3 layers of 1/16 uline foam. The firing sequence completed, the staples were properly formed and knife transected fully.